Event description:
Additional information: it was reported that the audible alarm was a low reservoir alarm. The patient had been receiving pump refills in mexico 'for the past year'. The patient was not able to get the pump filled in time as she was no longer a patient of the managing facility so she went into withdrawal. As of the date of the report, the patient had since resumed care by the facility and the pump was to be filled after doing a catheter dye study to make sure the catheter 'looks good'. Saline was added to the pump.

Event description:
It was reported that there was an audible pump alarm and the patient was experiencing withdrawal. The patient had relocated to another area, and just recently moved back to the initial area where the pump was implanted, however was unable to get in to see the pump implant/management provider until (B)(6) 2012. The patient attempted to acquire care from other various providers, as the pump refill was due, however was unsuccessful. The pump started to 'constantly beep' on (B)(6) 2012, however the patient noted that symptoms of nausea, diarrhea, chills, shakes, and anxiety started 2 weeks prior to the pump alarming. The pump continued to alarm 'erratically;' it was unclear if the alarm was critical as telemetry had not yet been performed. The patient felt they had a 'bad pump' and that there was something 'seriously wrong with it.' It was later reported on (B)(6) 2012 that the patient was experiencing additional symptoms of vomiting, return of pain and sweating. Between (B)(6) the patient had been to the emergency room 2 times, and on both occasions they were administered toradol shots. Reporter stated that prior to the alarm being heard, the pump had been working well with no issues. The healthcare provider which the patient had an appointment scheduled with on (B)(6) 2012 declined to moving up the appointment date, stating that the patient 'was hospitalized at the (B)(6) m and could have had her pump cared for then but waited until 2 days before the refill date to call' the provider. It was unclear whether or not the implanting healthcare provider was going to accept the patient into their service. The manufacturing representative was planning to assist the patient in obtaining an earlier visit with a healthcare provider for pump and symptom management. The medication in the pump was fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, lot# b005986n44, implanted: (B)(6) 2004, product type catheter; product ID 8709, lot# l78693, implanted: (B)(6) 2000, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory. (B)(4).